Manufacturer narrative:
(B)(4).

Event description:
It was reported that within the last 6 weeks, the patient had a polysomnogram sleep study done and her arms kept twitching, "sort of like a tremor." This occurred just during the study and the patient's device was on during that time. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 64001, lot # n269143, implanted: (B)(6) 2010, product type adapter; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v149608, implanted: (B)(6) 2008, product type lead. (B)(4).